Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Invivo offers the elbs breast coils with a grid that has two additional grid rows which are off-set from the rest of the grid. Sureloc did not include a configuration for this grid and the generic grid option in sureloc assumes the grid placement is with-out any off sets. If the user is not experienced enough to realize that the top two grid rows are offset, then the biopsy may end up missing the desired area. Invivo did not make merge healthcare aware of this new grid, and this is the reason for it not being a recognized grid for sureloc. The users are taught to do a confirmation scan prior to performing biopsy.